Event description:
Five metal closure tops broke as they were being inserted into the screw. Threads stripped away from the tops and the screw bent. There should be one closure top per screw - the tops kept breaking/threads falling off of them. Dates of use: 2009.